Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture did not deploy. It is unk how hemostasis was achieved. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, pt and device info. The device has been received. Investigation is not complete.